Manufacturer narrative:
Device evaluated by MFR.: the device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. There was contrast in the inflation lumen and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was punctured, buckled, prolapsed. This damage is indicative to difficulties with a guidewire. Product analysis could not confirm the reported event as there was no break in the device.

Event description:
It was reported that the shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. During prepping the balloon, the monorail of the balloon broke off. Another 3.00mm x 15mm nc emerge balloon catheter was selected and prepped for use. However, shaft fracture was noted as well. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that the shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. During prepping the balloon, the monorail of the balloon broke off. Another 3.00mm x 15mm nc emerge balloon catheter was selected and prepped for use. However, shaft fracture was noted as well. The procedure was completed with a different device. There were no patient complications nor injuries reported.